Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water cylinder and air/water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope it is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU).

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the malfunction reported in section b5 the following findings were discovered; the up/down knob could not be locked securely due to wear of forceps elevator lever, the air/water cylinder had no color, the suction cylinder had no color, the bending angle in up direction did not meet the standard value due to wear of angle wire, and the adhesive on bending section cover is detached. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited remains of a whitish foreign material found inside the nozzle, air/water-cylinder and air/water-tube. There were no reports of patient involvement.